Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. The customer's blood glucose (bg) level was "high"; specific value not provided. Customer administered a manual injection and adjusted pump setting to address bg. Additionally, it was reported that the battery gauge was fluctuating, resulting in the pump shutting off. The customer reverted to an alternate method of insulin therapy.